Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and alarmed during prime test due to faulty force sensor resistor also, unable to complete functional test due to a33 alarm. However, the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was receive with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 205mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.